Event description:
Information was received from a friend or family member and the patient with an implantable neurostimulator (ins) for parkinson's dual. It was stated that the patient normally charges on sunday and wednesday, however the caller was not sure if the patient always recharges on schedule. The caller stated that the patient said they feel like they are running out of charge and suddenly started shaking all over. The shaking was more pronounced on their left side. The patient started charging just prior to calling patient services. Patient services reviewed to charge the ins more frequently, and that when charge level gets too low that therapy will turn off. The patient was charging with 6 coupling bars. It was stated that the patient feels it takes too long to charge, and they have difficulty getting coupling. The patient holds the antenna in place over the ins. The coupling and taking too long to charge have been occurring for several months. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that they had not completely charged, and were told that they needed to charge daily. The patient reported that they had only been charging 2x per week. No further patient complications have been reported as a result of this event.